Manufacturer narrative:
(B)(4). The lead could be advanced through a 7f reference introducer but with some resistance due to the maximum size of the lead was out of specification. (B)(4).

Event description:
It was reported that the lead could not be inserted through the introducer. The lead was replaced. No adverse consequences for the patient were reported.